Event description:
The customer reported that the 9800 system had a filament regulator error message during a case. The procedure was completed. No pt injury was reported.

Manufacturer narrative:
A ge rep performed an on site investigation. The generator drive board was replaced and the generator was calibrated during the service call. The customer to replace the filament drive board. This malfunction may have resulted in a possible accidental radiation occurrence.